Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res found that the brown wire from the heater rod was not seated tightly to the distribution board, which caused the wire to arc, and then burn and discolor the distribution board. The res replaced the heater rod and distribution board. The unit has been returned to service at the user facility with no recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination confirmed that the distribution board was burnt. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
(B)(4) - the plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician at a user facility reported that a 2008t hemodialysis (hd) machine had low temperature and the wire to the heater rod was burnt. Follow-up information was provided by the biomed who revealed that no flames or sparks were identified, and no smoke was visible. Although the biomed was not able to confirm patient involvement, he did indicate that the staff did not report any patient harm, injury, incident, adverse event, or incomplete therapy as a result of this event. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res found that the brown wire from the heater rod was not seated tightly to the distribution board, which caused the wire to arc, and then burn and discolor the distribution board. The res replaced the heater rod and distribution board. The distribution board was available to be returned to the manufacturer for evaluation. The unit has been returned to service at the user facility with no recurrence of the event as reported.